Manufacturer narrative:
A philips field service engineer went onsite on (B)(6) 2020 and performed a level 1 image qulaity check which passed. He also adjusted the examination programmed x-ray database to satisfy the customer. The customer stated that they were satisfied with the new examination programmed x-ray database and that the image quality was improved with this change. Philips specialists have analyzed the supplied log files and could not find any malfunction of the system, which is in line with the outcome of the level 1 image quality check which passed. The customer stated that the stent had to be redone using cine and other methods. The total air kerma received by the patient was 0,18 gy. In worst case the customer needed to repeat the whole procedure and half of the total dose was needed to reposition the stent, which is a total air kerma of 0,09 gy. Since the examination programmed x-ray database is now adjusted to customer satisfaction and no system malfunction occurred, no further action will be taken in this matter.

Manufacturer narrative:
The customer noticed poor image quality. The air conditioning in the technical room was on but it felt not as cold as usual. Log files will be checked. When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that during a lateral patent ductus arteriosus (pda) procedure the user was unable to see the wire because of degraded image quality, the user only saw the tip of the wire the customer decided that the stent placement had to be redone. The customer did not report an adverse event to philips. Philips did not receive any patient information from the customer.